Event description:
It was reported that during an unknown procedure the jaw of the device could not open after it entered the patient's body via trocar. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60 device was returned with the closure trigger broken and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60 device was returned with the closure trigger broken and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.